Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v918350, implanted: (B)(6) 2012, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported the patient had an uncomfortable stimulation sensation. All of a sudden, on (B)(6), 2015, the patient felt a stinging and burning sensation where the implantable neurostimulator (ins) was located and all around the ins. The therapy was turned off and the stinging and burning stopped. It was recommended for the patient to follow-up with the healthcare provider (hcp). The patient's indication for use was fecal incontinence and gastrointestinal/pelvic floor. No outcome or interventions were reported regarding this event, so additional information was requested. If additional information is received a supplemental report will be sent.